Manufacturer narrative:
H3: product analysis confirmed that electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were red 16.4 ohms, red [w/white band] 14.7 ohms, and blue [w/white band] 26.9 ohms¿the solid blue electrode had sporadic values while being manipulated. Under magnification, the left blue wire crimp was misaligned at the clamshell. The adhesive was uneven and did not fully insulate the clamp shell. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported that the patient was intubated with the et tube during the intubation procedure. The nim monitor did not receive signals. They repositioned the tube and used a glidescope to confirm position again. All cables checked and replugged in and still the nim monitor did not received signals. The et tube was exchanged for a new tube. There was no patient harm.